Event description:
It was reported that system would not complete boot up. There is no report of pt injury.

Manufacturer narrative:
A ge rep evaluated the system and installed new calibration files. The system operates as intended.